Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device repeatedly had alarm 41 (low flow) during testing. Customer service requesting the 2000-hour service. Per work order update, css communication with customer on (B)(6) 2022, customer had agreed to estimate, and crate had been sent to customer for device return.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Installed test circulation pump to fill. Circulation pump was replaced during the pm process. The device underwent pm servicing while in for repair. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. Correction: d,f,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device repeatedly had alarm 41 (low flow) during testing. Customer service requesting the 2000-hour service. Per work order update, css communication with customer on 07-dec-2022, customer had agreed to estimate, and crate had been sent to customer for device return. Per additional information received on 10jan2023, the device had been received on 10jan2023 and would be evaluated.